Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear0976 showed one other similar product complaint from this lot number.

Event description:
It was reported by the nurse that the patient underwent catheter placement in (B)(6) 2017 and it was found in (B)(6) 2017 that there were two holes between the positions of 31cm and 35cm. The catheter was pulled out to the 30cm position and trimmed for continued use. Later, the catheter was clogged when the patient went to the hospital for hospitalization, and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of two holes in the catheter was confirmed and the cause appeared to be use related. One 4fr s/l groshong PICC was returned for investigation. The catheter revealed evidence of use. The stylet had been removed and the two-piece connector was attached and secured to the catheter. The connector was slightly discolored yellow. The distal tip of the strain relief sleeve coincided with the 32cm depth mark on the catheter. A separate 6cm segment of tubing, which extended from the 34cm to 40cm depth mark, was also returned for investigation. Two semi-circumferential splits were observed on the 6cm segment of tubing between the 34 and 35 cm depth marks. The surface of the blue stripe adjacent to the splits exhibited a polished appearance. Two semi-circumferential creases were observed between the 35 and 36 cm depth marks. A functional test confirmed fluid leaking through the two semi-circumferential splits. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of rear0976 showed one other similar product complaint from this lot number.

Event description:
It was reported by the nurse that the patient underwent catheter placement in (B )(6) 2017 and it was found in (B)(6) 2017 that there were two holes between the positions of 31cm and 35cm. The catheter was pulled out to the 30cm position and trimmed for continued use. Later, the catheter was clogged when the patient went to the hospital for hospitalization, and the catheter was removed. There was no reported patient injury.